Event description:
Customer did a fasting blood glucose comparison. Device reading was 95mg/dl and the lab result was 187 mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.